Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the lifevest was rubbing against an incision. The patient stated the garment was rubbing the glue off of her incision and is leaking yellow. There was no alleged device malfunction contributing to the irritation. The patient reported she keeps the device off for awhile after showering and when not alone per doctor and stated she would follow the care of the doctor's orders. The medical outcome is unknown.

Event description:
A us distributor contacted zoll, to report that a patient developed a skin irritation. The patient reported, the lifevest was rubbing against an incision. The patient stated, the garment was rubbing the glue off of her incision and is leaking yellow. There was no alleged device malfunction contributing to the irritation. The patient reported, she keeps the device off for awhile after showering and when not alone, per doctor. And stated, she would follow the care of the doctor's orders. The medical outcome is unknown. Supplemental report 9/20/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device, as well as the blue(tm) defibrillation gel.